Event description:
It was reported that during a da vinci surgical procedure, the endowrist one vessel sealer instrument would not function properly. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the blade dislodged in between the grips at .119. There was bio debris on the track. Conductor wire showed no damage. The instrument was placed on in-house system with a cannula that would accommodate to the dislodged wrist and failed homing. The blade was manually retracted for a second attempt and passed. A cut test failed the first attempt due to bio debris preventing the knife from traveling the full length. One the debris was removed the knife was able to cut successfully. Grip and seal tests were performed and passed. Failure analysis investigation also found the following unreported damages to the instrument: one of the male snake wrist discs was dislodged at the mid point of the wrist. There was no damage to the cables. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The motor displayed corrosion and there was rust / corrosion visible on one of the gears and screws. Failure analysis concluded the damage was likely due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the dislodged disk, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.